Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 526 mg/dl. It was stated that the customer was sick and he did not take sufficient insulin to treat blood glucose. It was also stated that the customer did not change the infusion set prior to the event. Troubleshooting was performed and the insulin passed the prime test and the self test. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.